Event description:
On sept 18, 2007, it was reported to boston scientific corp that an ultratome xl sphincterotome was going to be used in an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, " the nurse checked the sphincterotome prior to giving it to the dr, and when she checked the bowing action, the cutting wire snapped." It was reported that the physician completed the procedure with a second ultratome xl sphincterotome device. No pt complications were reported as a result of the event. Note: the event, as originally reported, did not reflect an MDR-reportable scenario; however, the device eval results, which became available on oct 25, 2007, revealed an MDR-reportable device malfunction. As a result, this medwatch report is being submitted.

Manufacturer narrative:
A visual examination of the returned device revealed: the cutting wire was bent and broken approximately 21 millimeters from the distal pierce hole; and the broken ends of the cutting wire appeared burnt and melted, indicating that excessive electrical current flowed through the device. A functional evaluation confirmed that actuation of the device handle resulted in a corresponding movement of the proximal tip of the cutting wire. Electrical continuity of the cutting wire was confirmed to be intact between the device and the proximal segment of the cutting wire. The cause of the excessive electrical current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power supply applied to the cutting wire due to improper generator settings. A review of the device history record was performed for the pertinent lot revealed no anomalies. A search of the complaint database did not identify any add'l complaints with this lot. The 2007 15-month ultratome xl sphincterotome product family trend report, inclusive of all failure modes, was reviewed, no unfavorable trend was noted.